Event description:
Patient was implanted with wrist fusion plate and six screws placed dorsally and spanning the radius to the 3rd metacarpel on an unknown date. Reportedly there was a lack of fusion and subsequently required revision surgery. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. The surgeon removed the plate and found a fracture of the 3rd metacarpal also due to the lack of fusion. The wrist fusion was revised with a short bend titanium fusion plate, three 2.7mm titanium cortex screws and four 3.5mm titanium cortex screws. The revised plate was shifted to a 2nd metacarpal for fixation in a different bone. The fractured 3rd metacarpal was fixed with a single 2.7mm cortex screw. There was also placement of a crushed cancellous allograft. It was reported the patient had three previous surgeries on her left wrist, dates and surgeon unknown. This is 1 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.